Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of the right common femoral vein was attempted using three prostyle devices in three access site with three 8f sheaths after to an electrophysiology procedure. Reportedly, the first and second access sites were tightened successfully. The sheath in the third access site would not come out. It was noticed the second proglide suture had nipped/caught the third 8f sheath. The suture of the second prostyle device was cut and removed. Another prostyle was used to achieve hemostasis at the second access site. All access sites were closed successfully. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that femoral angiogram or other imaging was not performed. It should be noted that the prostyle instructions for use (IFU), states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram directly contributed to the reported difficulty. The reported event appears to be related to deployment technique in the multiple access sites. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.